Manufacturer narrative:
Citation: bernardi, f. Md. Direct transcatheter heart valve implantation versus implantation with balloon predilatation. Circulation: cardiovasc interventions; (2016) 9(8) doi 10.1161/circinterventions.116.003605 earliest date of e-publish/publish used for event date. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding patient outcomes after direct transcatheter heart valve implantation versus implantation with balloon pre-dilatation. All data were collected from a multi-center transcatheter aortic valve replacement registry between 2008 and 2015. The study population included 761 patients, 577 of which were implanted with a corevalve and 184 of which were implanted with a non-medtronic balloon expandable transcatheter aortic valve. The study population was predominantly female; mean age 81.8 ± 7.1 years). Serial numbers were not provided. Among all patients, adverse events included; paravalvular leak (pvl), positioning difficulties, moderate to severe regurgitation, valve-in-valve procedure, valve mispositioning, dislodgement, left ventricle perforation, coronary obstruction, aortic rupture, left bundle branch block (lbbb), myocardial infarction (mi), cerebral vascular accident (cva), permanent pacemaker, vascular complication and blood loss. Other adverse events that were influenced by the stenosis or calcification in the native valve included: positioning difficulties th at led to hemodynamic instability, valve under expansion, and nose cone entrapment due to under expansion of the valve. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.